Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited noise oversensing during pacing system analyzer (psa) testing. Attempts to replace the cables, restart the programmer and cleaning the ra lead tip and ring were done; the noise persisted. The ra lead was not used and replaced to complete the procedure. The patient was in stable condition.